Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat urinary incontinence and mesh was implanted. It was reported that post implantation, the patient experienced pain, infection, dyspareunia, vaginal scarring and urinary/bowel problems. It was also reported that the patient underwent a mid urethral sling revision and removal and cystocele repair on (B)(6) 2011 due to recurrent stress urinary incontinence, dyspareunia and chronic pelvic pain. (B)(4).